Manufacturer narrative:
The insulin pump had no unresponsive buttons due to flattened dome switch at the act button on keypad trace. There was no battery out limit alarm and the device was missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 471 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the scroll bar did not move without input. Customer advised the act button was unresponsive. Customer advised they had a battery out limit alarm and they were able to clear the alarm as the buttons responded. Customer advised the up arrow did respond and they were able to navigate through the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.